Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved through standard troubleshooting procedures. The liquid in the tubing was diluent and is not harmful for the operator. However, the splashing incident could have been prevented by following the maintenance instructions and warnings stated in the cell-dyn sapphire operators manual and by wearing personal protective equipment like laboratory coat, gloves, and protective eyeglasses. Based on all available information and abbott diagnostics' complaint investigation, the analyzer performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process, a final report will be submitted when the evaluation is complete.

Event description:
The customer was performing maintenance on the cell-dyn sapphire analyzer and flushing the optical flow cell she removed tubing and it splashed in her face. The customer stated nothing splashed in her eyes or mouth. The customer cleaned/flushed her face, no medical treatment was provided.